Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported the patient stimulation was removed a few weeks after implant due to infection. No device issues were alleged regarding this event. Follow-up was conducted to determine was diagnostics were performed related to the infection and if the cause of the infection was determined. If additional information is received, a follow-up report will be sent.